Manufacturer narrative:
Concomitant medical products: product ID 978a133 lot# va2kab7 implanted: 2022-08-25 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were seeing a recharger service code and having difficulty charging the ins. The patient reported sensations while recharging. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing. Patient said the recharger connects better to the ins when it is on the skin but the shocks are stronger. Patient said they charge once a week. Patient said it took 4 hours to charge the ins over 2 days. Patient said it normally took a good hour to charge from 80-100%. Patient said they are thinand the rep was sending them a smaller belt. Patient said they thought the ¿wire got jostled¿. Patient said when they were recently in the office with the manufacturer representative (rep). They were able to pull the recharger away from their body and it still said it was charging. Patient said they could feel the ins through the skin and it had a curve to it. Patient said the ins felt diagonal. Patient said they are going paralyzed and it was hard for them to reach the ins. Patient¿s daughter palpated the skin and said it feels ¿rectanglish¿. Patient services rev iewed placing the recharger on all 4 sides of the ins. Patient saw 1707 code. Patient was leaning over. Patient was able to start a charging session. Patient was charging with underwear between skin and recharger and was getting ¿electrical shocks¿. Patient also said the recharger ¿gets hot¿ and during the call said the recharger was ¿starting to get warm¿. Patient met with the rep on friday (B)(6) 2023. Patient said the rep thought the ins was properly placed but no imaging was done. Patient said the rep thought the recharger was the problem and recommended a replacement to rule out an equipment issue. Patient said they have had trouble charging the ins ¿from the very beginning¿. The issue was not resolved through troubleshooting. A replacement device was sent. Additional information was received from the manufacturer representative (rep). They stated that they helped the patient in adjusting charging speeds to help with the sensation as well as changing programs and this resolved the sensations while charging at that time. They had the patient in the office to resolve issues and recently instructed the patient to reach out to patient services to provide a new charger to resolve the issue. They also stated that the patient had previously wondered if the wire had impedances, so the impedances were checked and they were all good. Additional information was received from the manufacturer representative (rep). The patient's dock was also sent in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the paralysis was not related to the device. When asked about the resolution of the shocking when recharging they stated it had been resolved. When asked about the cause of the ins taking a long time to charge they stated it was not known. When asked if the cause of the recharger saying it was still charging when it was pulled away from the patients body they stated it was determined but no further information was provided. When asked about the cause of the ins feeling diagonal they stated it was not known. When asked about resolution for the patients other issues they stated that they had not been resolved but no further action would be taken.